Event description:
((B)(6) 2014) the consumer is concerned that the product is mislabeled. She stated that it does not give proper warning. There is a sample pack of vicks vapotad included. There are no instructions for using the tablet. The consumer states that the picture of a mother and infant on the box gives an indication that the product can be used for infants. ((B)(6) 2014) the consumer stated that she purchased the same product but it does not include a sample of the vicks vapotad. The box has the word pediatrics on the front of the box. It also has a picture of the mother with an infant. There is a recommendation on the box to use the vicks vapotad. Retailer: (B)(4). Purchase date: (B)(6) 2013 this date is an estimate. (B)(4). Report submitted date: (B)(4) 2014.